Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the compartment cap was found to be cracked. Moisture was observed in the battery compartment. A leak test was performed and failed due to the cracked battery compartment. The pump was opened and no further moisture was observed. The pump was unable to power on, and was found to be unresponsive.

Manufacturer narrative:
Follow-up 2 - correction: the battery compartment was cracked not the battery compartment cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.